Event description:
Pt augmented with mentor saline implants. Two yrs later pt noticed deflation rt implant. Pt underwent bilateral capsulectomy and implant removal. Both implants removed intact. Rt implant is smaller and does have a pin hole in it. Pt augmented with mentor saline implants 300cc bilaterally. Right implant to be returned to mentor.